Event description:
It was reported that there was a pinhole in the patient line of two (2) homechoice cassettes which resulted in a leak. This was observed during priming of the devices for peritoneal dialysis (pd) therapy. The pinholes in the tubing were 1-2 feet down from the patient line connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This was observed during an unspecified date, further described as "within the last year". Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.